Event description:
Tech assessed the chair and found that sparks and smoke allegedly came out of the charger, then stopped working. The joystick cable is allegedly frayed. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 4 years 2 months old. The user manual part number 1143206 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.